Event description:
Hung 10meq piggyback of potassium chloride on pump. Programmed pump 1 hour. Patient called and complained about pain in her arm. It was noted that the potassium had run completely in, in less than 5 minutes. The pump was removed and a new pump was placed on her IV.